Manufacturer narrative:
Engineering is currently investigating the returned product. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Patient was implanted with balloons on (B)(6) 2018. The patient communicated with their physician about having blue/green urine. The physician removed the balloons on (B)(6) 2018 and found the distal balloon was significantly smaller than the proximal balloon.

Event description:
Patient was implanted with balloons on (B)(6) 2018. The patient communicated with their physician about having blue/green urine. The physician removed the balloons on (B)(6) 2018 and found the distal balloon was significantly smaller than the proximal balloon.